Event description:
It was reported that a spectrum infusion pump does not display "load set" when door is open during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of 'load set. Display does not appear when pump door is open' was reproduced. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be a failed upper link switch. The upper aux requires replacement to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.